Event description:
Information received from the field does not address the patient's clinical status but notes no output or telemetry. The patient was admitted to the hospital where the device was replaced.